Event description:
Before implanting, surgeon did the test but found the access of reservoir is impassable for unknown reason.

Manufacturer narrative:
(B) (4). The valve was patent and passed siphon, reflux, leak and preimplantation testing. Therefore the complaint could not be confirmed by laboratory personnel. However, the valve did not meet all specifications for pressure-flow testing. Crystalline debris within the valve mechanism may have affected flow rates. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.